Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as silicic acid and human-origin protein - however, the material was unable to be further specified. Moreover, no physical damage to the section of the device with the remaining foreign material was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign object came out of the air supply/water supply nozzle. In addition, the following observations were made during the device evaluation: water tightness was lost due to a pinhole on the connecting tube, the bending angle in up direction did not meet the standard value and the play of u/d knob was out of the standard value due to wear of angle wire. The control unit, grip, suction connector, and scope connector cover were scratched. The objective lens and light guide lens were dirty. Due to dirt on objective lens, there is a lack of image on the monitor and the image had a stain. Due to dirt on lg lens, illumination is uneven. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water leakage from the body control unit. Inspection and testing of the returned device found a foreign object came out of the air supply/water supply nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.